Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implantation the coronary sinus vein was perforated. The lead was explanted.